Manufacturer narrative:
It was reported to abbott, that a patient¿s lead had migrated into their scalp, and they needed a revision. Only the left lead over the temporal area migrated through the skin. A revision took place where the one lead was cut and partially left implanted. The patient was also treated with antibiotics as the area was red and puffy. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04782. It was reported that the patient's left supraorbital lead had migrated through the patient's scalp. The patient was noted to be red and puffy around the area of the migration and was believed to be infected. The patient was taking physician ordered antibiotics. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was cut, partially removed, and the area was washed out to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against two of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs wide space lead , model: 3169, UDI: (B)(4), serial: (B)(6), batch: 6351593.